Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported vascular dissection and hemorrhage/blood loss/bleeding was due to procedural circumstances. The reported patient effect of vascular dissection and hemorrhage/blood loss/bleeding, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4641. Codes added: health effect- impact code: 4624.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 18 february 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted, and the mr was reduced to grade 1¿2 post-procedure. Following removal of the steerable guide catheter (sgc), arterial bleeding in the groin was observed. Surgical repair was performed. It was noted that the artery had been punctured during the initial access attempt while inserting the wire for guide placement. There was no clinically significant delay.